Event description:
According to originally submitted MDR, dated (B)(6) 2014, the pt was in the room, intubated, positioned, and about to prep, when the scrub noticed a foreign object on a green towel, sterile field was torn down; pt was covered and bair huggers were turn on to maintain pt's temperature. The second pack was opened, and the second towel contained the bioburden. Neither towel entered the field near the pt. There was no reported injury to the pt.

Manufacturer narrative:
Mr (B)(6), clinical engineer from the (B)(6), contacted synergy health on (B)(6) around 9:10am, reporting that two towels from two separate towel packs were identified with foreign matter. He stated that one of the towels had a white powder and the other a spot. He also stated that the white powder was tested positive for protein. This incident occurred on (B)(6) 2013, and it was reported on (B)(6) 2014. Mr (B)(6) was contacted in order to obtain additional reported incident details. He stated that "the problem was identified during the preparation of the pt in the room. The pt was never in any danger". Synergy health contacted mr (B)(6) on (B)(6) 2014 in order to obtain test results and clarification on what protein type was identified. On (B)(6) 2014, mr (B)(6) notified synergy health that he was no able to obtain previously mentioned protein test report. On (B)(6) 2014, synergy health received a copy of MDR # 2300460000-2014-8082, stating that the pt was intubated, positioned, and about to prep, when the foreign matter was identified. This MDR report is being filed based on additional obtained information.